Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09134. It was reported that when the patient presented for device change out due to normal battery depletion, interrogation revealed noise on the right atrial (ra) lead. The noise was reproducible with exercise but not with pocket manipulation. Stored electrograms did not revealed any noise. P wave sensing was noted to be dropped in may. During the procedure, two separate insulation breaches were noted on the right ventricular (rv) lead and one minimal damage was noted on the ra lead. Both the leads were capped and replaced on (B)(6) 2020. The patient was stable.